Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the programmer and charger can not locate the ipg. Due to an unrelated illness, the pt stopped using her scs system and recharging the ipg as recommended. As a result, there is a possibility the ipg is inoperable. The pt is consulting with the physician to determine the next course of action.